Event description:
The customer reported an alarm and a blank display. Troubleshooting was performed, but the issue was not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a problem with the liquid crystal display board.